Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. Upon exam at the six week postoperative appointment, two fibers were noted to be exposed in the vagina. The fibers were removed and estrogen cream was prescribed. On (B)(6) 2013, a further strand was noted to be exposed and removed. No further information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
At 6 week postoperative review, following the insertion of tvt exact mesh, 2 fibres were noted to be exposed in the vagina. Fibres were removed. A further strand was noted to be exposed at a subsequent review and removed.